Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side implant exchange due to rupture, patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles, missing piece of the plug strap. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified two sharp opening in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two sharp opening in the patch shell bond edge due to an unidentified (tear) opening. Missing plug strap due to inconclusive. Additional, changed, and/or corrected data: d.10., g.1., g.3., h.3., h.6.

Event description:
Healthcare professional reported right side implant exchange due to rupture, patient's concern with the product. Device has been explanted.